Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2015. Patient tested the alert functionality and the reported alerts were not functional. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).